Event description:
It has been reported to philips that, during a procedure flexvision pc went black, reboot not resolve the issue. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the planned treatment was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor went black during procedure. Review of the system log file showed that malfunction of flexvision-pc. The fse replaced the flexvision pc , hard disk and installed the software. After replacement of the flexvision pc , hdd and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected .